Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-2218-50, (B)(4), description: linear st lead with preloaded enhanced stylet - 50 cm, model# sc-1110-02, (B)(4), description: precision implantable pulse generator (ipg). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that a patient had and infection at the lead site. The patient's symptom was redness at the lead site. The physician prescribed a topical antibiotic to apply over the midline and pocket incision site. The incision site has since healed and the patient is reportedly doing well following treatment.